Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The received device inspection revealed the following: the received screws were broken in the mid shaft region. The breakage surface of the broken locking screw shows features of a fatigue fracture such as smooth topography and lines of rest. Plastic deformation was not found. Damage found at the thread of the locking screws such as considerable friction signs resp. Bearing points indicate high axial load application, as well. The thread flanks of both locking screws are significantly flattened. Based on the provided medical records, the medical opinion was sought from experienced independent medical expert which revealed the following; ¿due to non-union first the screws broke as a result of ¿self-mobilization¿ and compression, when the non-union prolonged, the nail broke.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a patient related issue. The failure was caused due to nonunion which leads to high axial load application. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reports a breakage of the nail. X-rays showed that the locking screws were also broken. A revision surgery was performed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report

Event description:
The customer reports a breakage of the nail. X-rays showed that the locking screws were also broken. A revision surgery was performed.